Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion, and a battery depletion code was recorded. A request was made to have data from this device analyzed. Technical services consultant recommended replacement. To date, this device was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) with the same model was implanted successfully. No additional adverse patient effects were reported.